Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting intermittent noise, oversensing and inhibition of right ventricular (rv) pacing during an av ablation procedure. The device was programming to pace in the rv at a designated rate to avoid further inhibition of therapy. Technical services discussed observation and provided troubleshooting recommendations. Additional information later received indicates that this product was explanted and returned.